Event description:
Hcp reported pt was diagnosed with an intraspinal mass on MRI in 02/2005. The pt had a dose escalation of intraspinal compounded dilaudid and clonidine 50 mg/ 0.1 ml to a dose of 20.984 mg/day. The pt had low thoracic-high lumbar new or different sensory complaints, bowel or bladder incontinence, and weakness of limbs. The pt underwent catheter removal and mas exploration and removal. The pt is currently paraplegic but improving.